Event description:
The dentist reported that after nearly 2 weeks the dental implant was installed in intra-oral region #8 it was verified its non osseointegration. A 80 ncm of primary stability was achieved and immediate load was performed. Patient presented low bone quality (bone type iii) and the implant was immediately carried out.